Event description:
Healthcare professional reported a leakage of the port, noted at the taper tubing connector. The port was replaced.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product however the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."